Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional perclose proglide devices referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 7fr sheath prior to an endovascular aneurysm repair [evar] procedure. One proglide was pre-placed. A second proglide suture was pre-placed and a hemostat was placed to hold the suture limbs together. Pulling gently on the clamp, the suture of the first proglide came completely out of the anatomy and was found looped through the suture of the second proglide device. The first proglide suture was cut and removed. The suture of a third proglide was attempted to be pre-placed, however, a cuff miss occurred. A fourth proglide was attempted and a suture break occurred. The fifth proglide suture was successful pre-placed. A preclose technique was also used in the left common femoral artery (lcfa) with a 7fr sheath. After pre-placement of two proglide sutures, it was noted that one of the sutures had split longitudinally. The suture was removed and the suture of another proglide device was pre-placed. The sheaths were upsized to 18fr. The evar procedure was completed and hemostasis was achieved in bilateral femoral arteries with the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the second and fifth proglide devices were used in the preclose technique to achieve hemostasis. The fourth proglide had a link break. No additional information was provided.